Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient fell "about three days" prior to the report. It was stated that since the fall, the patient had been feeling tiny prin pricks, "mini" shocks, and "bigger" pain all over the body and sometimes in different places. It was noted that the patient felt nausea. It was stated that "it has gotten worse" since the night prior to the report and the morning of the report. A supplemental report will be sent if additional information is received.